Event description:
Reporter stated pt was "going bad" and has hypo conditions, difficulty breathing, and a "trach collar." Reporter incidated pt is a diabetic due to the feeding tube and takes insulin. Reporter alleged blood glucose monitoring device result = 76 mg/dl and lab result = 36 mg/dl. Reporter stated patient received no treatment based on the glucose monitoring result. Reporter stated good control test history. Reporter indicated remains in the hospital. A request was made for the return of the suspect device and replacement product was sent.